Manufacturer narrative:
The device has not been returned to the MFR. A review of the mfg records was not possible as no lot number was provided. The report stated that duragon and tisseel were used in conjunction with durepair. The instructions for use that accompany the device caution that "animal study results suggests that the foreign body response associated with the use of sealants and hemostatic agents in conjunction with durepair may be more pronounced than use of durepair alone."

Event description:
It was reported to medtronic neurosurgery that a pt who had an implanted durepair, developed meningitis.